Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient bolused too much at dinner time).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 32mg/dl and was unconscious. A 911/emergency protocol was initiated and the patient was taken to the hospital. The patient was treated with insulin via injection. Customer support (cs) completed troubleshooting and the reporter stated that the patient bolused too much insulin at dinner time. This complaint is being reported due to the hypoglycemic event the patient experienced related to use error in bolused too much insulin at dinner time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: pump boots with audible and vibratory features; the display screen remains blank and does not go to the verify screen. Investigation steps were completed using the test display screen. The pump history shows the pump was not in use between (B)(6) 2015 and (B)(6) 2016. An auto off warning was recorded on (B)(6) 2016 07:39, followed by por events beginning (B)(6) 2016 at 16:10; insulin deliveries never resumed. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Manually performed a 10u normal bolus and a 10u audio bolus successfully. Both were accurately recorded in the pump history. No hypersensitive or stuck keys were observed on keypad. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.